Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The hpdu cpu board was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient injury.